Manufacturer narrative:
Add'l info.

Event description:
It was reported that the artificial cervical implant was damaged in the c5 and c6 and it was causing pressure on the spinal roots.

Event description:
It was reported that the patient was injured during a mva in 2007. The patient was in pain and had lost mobility of her hands and legs. In (B)(6) of 2009 the patient underwent a procedure for implant of artificial cervical disc at c5-c6. In the weeks following the surgery, the patient¿s pain did not cease and is currently still in pain. Approximately a year and a half ago, the patient began losing mobility again of her arms and legs. X-rays and MRI has shown that the implanted device has migrated and is putting pressure on the dura mater and therefore complicating medulla circulation. The current situation is that the patient is needs another surgery to have the implant removed.

Manufacturer narrative:
(B)(6). (B)(4). MRI images demonstrate a retropulsed component of the artificial disc which makes contact with the vertebral dura and spinal cord. This appears on the 2013 and 2015 MRI though it looks better on the 2015 films provided. Sizing of the end plates appropriate though they may be misaligned on coronal views. Patient appears to be hypermobile in flexion causing retropulsion of a component of the disc replacement to abut spinal cord.